Manufacturer narrative:
The pump alarmed unexpected restart after a battery installation due to an interface board leaking voltage. The pump was received with a cracked case at the display window corners, reservoir tube lip, battery tube threads, and a minor scratched display window. No external ram error alarms were noted.

Event description:
The customer reported via phone call that she had an unexpected restart alarm on the insulin pump. Customer stated that she changed the battery again and received the alarm again. Customer's blood glucose was 141 mg/dl at the time of the incident. Customer stated that a temp basal was programmed before the alarm occurred. Customer stated that the alarm was recurring during normal pump use. Customer also had an external ram error alarm and a low battery alert in the alarm history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to monitor the pump and that they may continue to wear the pump until the replacement arrives.